Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of device was performed. Detailed analysis did not confirm the allegation. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that system extraction was performed with this patient due to obstruction in the left superior vena cava (svc) or arm. The device was explanted. No additional adverse patient effects were reported.